Event description:
It was reported that the patient has been referred to the surgeon due to complaint of lead tightness. The patient has concerns about a feeling of tightness with the lead in her neck. They discussed battery replacement and also discussed replacing the lead with a longer lead or possible moving the location of the stimulation to where to is not as far away from her neck. Follow-up information was received that the patient was initially implanted at a very young age and has grown considerably. The physician feels that a proper strain relief loop was not utilized. The referral is mostly for comfort but also to preclude a serious injury. No additional relevant information has been received to date. No known surgery has occurred to date.

Event description:
The patient's generator was replaced. No further relevant information has been received to date.